Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Preliminary findings are reported. Upon inspection/evaluation, olympus noted the forceps elevator had foreign matter present indicating insufficient reprocessing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer returned an evis exera ii duodenovideoscope for annual inspection/maintenance. Upon inspection/evaluation, olympus noted the forceps elevator had foreign matter present indicating insufficient reprocessing. There is no patient impact related to this occurrence.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 27dec2021. This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the device history records (DHR) review and additional findings for the device evaluation. New information added to the following fields: e1, e2, e3, h6, h7, h9, h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device evaluation found scratches on the objective lens, the bending section cover adhesive, and the insertion section. It was noted the bending section cover was worn, the insertion section had a wrinkle, the image guide protector was shaved, the distal end cover was dented, and the light guide lens was chipped. Due to wear of the angle wires, the bending angle in the down and right directions and the play of the upward/downward knob did not meet the standard value. In addition, due to damage on the ccd unit, the image had black dots. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the following from the investigation: due to a broken forceps elevator wire, the forceps elevator did not work and reprocessing under forceps elevator was insufficient. Then foreign material remained. User¿s brushing method of/around forceps elevator differed from IFU recommendation. Facility staff was less trained on device handling, usual reprocessing and reprocessing before returning device for repair in accordance with IFU. In addition, delayed reprocessing, the storage environment, substance from used chemicals, and others were likely probably causes of the failure. The instructions for use (IFU) states the following about an infection-control risk caused by an insufficient reprocess device: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ the IFU (reprocessing manual) details reprocessing method of/around forceps elevator at ¿manual cleaning: brush the forceps elevator". Moreover, the IFU (operation manual) says to check foreign material at forceps elevator during inspection prior to use in ¿inspection of the endoscope¿. The suggested event was detectable. Additionally, the IFU specifies about reprocessing before returning device for repair in ¿returning the endoscope for repair¿ as below: ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ correction and preventative action (CAPA) investigation has been opened to further investigate this issue. Olympus will continue to monitor field performance for this device.